Event description:
It was reported that the device turns itself on outside the scheduled self-test periodically. There was no pt use associate with the event.

Manufacturer narrative:
(B)(4). Physio-control evaluated the device and verified the reported problem. Physio determined the cause of the failure to be an intermittent short between the on/off button on the membrane switch. A replacement device was provided to the customer.